Manufacturer narrative:
The reported event could confirmed. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. Few x-rays were provided. However, based on these information, no root cause could be determined. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. Device discarded.

Event description:
As reported: "original case was for a bunion deformity, where a lapidus procedure was performed (B)(6) 2019. Dissection, joint preparation, and fixation during the case went flawless. No concerns on day of the case. The patient presented 4-6 weeks out with possible non union. Upon the next xrays taken, a non union was shown, and a few screws used through the plate were broken from the movements and instability caused by the non union at the fusion site." Date of explant reported: (B)(6) 2020.